Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease flat, weight to the spec. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported, left side "capsular contracture, baker grade iii/IV". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, baker grade iii/IV " are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade iii/IV¿.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii/IV". Device remains implanted.